Event description:
It was reported that there was noise on the right atrial lead and possibly from header issue/loose set screw on the device. The device was explanted and replaced. The right atrial lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.